Event description:
It was reported that the patient underwent cardiac surgery. Four days post surgery, the patient's electrogram showed evidence of intermittent loss of ventricular capture and ventricular undersensing. It was thought that the ventricular lead may have dislodged during the patient's cardiac surgery. The patient was then implanted with a temporary lead until the lead could be revised. During the procedure to revise the lead, the physician elected to cap the lead and replace it and also explant and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: adsr03 implantable pulse generator, (B)(6) 2011. (B)(4).